Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the retained foreign objects could not be identified. However, the investigation confirmed the plastic distal end cover insulation failure. The event can be detected/prevented by following the instructions for use (IFU) in the section below: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection revealed that the distal end was separated from the bending section, and the adhesive on the bending section was cracked and peeled. Additional findings included a worn insertion tube and failed insulation. The scope was refurbished with new parts and restored to original factory specifications. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that there were three small black particulates observed in the bladder after the physician introduced the cysto-nephro videoscope and flushed it with water during a cystoscopy. The particulates were removed via suction and no further particulates were noted on cleaning. The procedure was completed using the same device. There was no impact to the outcome of the procedure nor was there any harm or user injury reported due to the event.